Event description:
Mouth bleeds [mouth haemorrhage]. Brush head came loose...very loose on the handle - oral-b [device connection issue]. Case narrative: elderly consumer via phone stated that the oral-b toothbrush head came loose on the oral-b toothbrush handle, and caused their mouth to bleed. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.